Event description:
It was reported that during a lymph node dissection, two devices jammed. A third device was opened and used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results confirmed that device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, but the orange indicator did not show up completely. The analysis results found that device (b) was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed." A batch record review was performed and no anomalies were found during the manufacturing process. Device fired through lockout.